Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain / severe lower abdominal pain"), pelvic infection ("infection") and dizziness ("a lot of dizziness") in an adult female patient who received essure (batch no. A22171) for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included toradol for anesthesia, lidocaine for anesthesia and carbocaine for anesthesia. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (serious criteria medically significant and clinically significant/intervention required), pelvic infection (serious criteria medically significant and clinically significant/intervention required), dizziness (serious criterion medically significant), menorrhagia ("heavier periods / prolonged menses"), dysmenorrhoea ("painful periods"), palpitations ("heart palpitations"), amnesia ("memory loss"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("severe migraines") and procedural pain ("following both the removal of the essure device and surgery, plaintiff suffered a long and painful post-operative recovery"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the abdominal pain lower, pelvic infection, dizziness, menorrhagia, dysmenorrhoea, palpitations, amnesia, back pain, dyspareunia, alopecia, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain lower, pelvic infection, menorrhagia, back pain, dyspareunia, alopecia, migraine and procedural pain to be related to essure. The reporter provided no causality assessment for dizziness, dysmenorrhoea, palpitations and amnesia with essure. Quality-safety evaluation of ptc: quality-safety evaluation: lot number: a22171; manufacturing date: 2012/06; expiration date: 2015/06. No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-dec-2016: significant new information - new reporters, new events added and case upgraded to incident. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and years later she had a lot of dizziness. Upon follow-up receipt, case became legal and it was reported that consumer experienced abdominal pain / severe lower abdominal pain and infection (seen as pelvic infection) and she underwent laparoscopic hysterectomy and bilateral salpingectomy, with essure removal. Abdominal pain lower and pelvic infection are anticipated whereas dizziness is unanticipated in the reference safety information for essure. Abdominal pain lower and pelvic infection may occur after essure insertion. Considering the implied temporal relationship and the lack of alternative explanation, a causal relationship with essure cannot be excluded. In this case, consumer had dizziness more than 4 years after essure insertion. Considering essure has a mechanical, local action in fallopian tubes (no drug is released from the device), the negative temporal relationship between device insertion and event and based on event's nature, causality with the suspect insert is considered unlikely. This case was regarded as incident, as surgical intervention was required. In addition, non-serious events were reported. A new product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain / severe lower abdominal pain"), pelvic infection ("infection") and dizziness ("a lot of dizziness") in a 39-year-old female patient who had essure (batch no. A22171, a22711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anesthesia: toradol on (B)(6) 2012, carbocaine on (B)(6) 2012 and lidocaine on (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("heavier periods / prolonged menses"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heart rate increased ("blood or heart disorder/condition type: rapid heart rate"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision") and weight increased ("weight gain / loss specify which one: weight gain of about 30 pounds"). On (B)(6) 2013, the patient experienced migraine ("severe migraines") and headache ("headaches,"). On 25-jan-2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dizziness (seriousness criterion medically significant), amnesia ("memory loss"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), procedural pain ("following both the removal of the essure device and surgery, plaintiff suffered a long and painful post-operative recovery"), paraesthesia ("neurological conditions or problems type: tingling,,"), abdominal distension ("bloating,"), insomnia ("sleep difficulties insomnia"), menopausal disorder ("menopausal,"), nausea ("nausea,"), perineal pain ("perineal pain"), hypoaesthesia ("neurological conditions or problems type: numbness,,"), fatigue ("fatigue,"), vertigo ("vertigo"), breast pain ("breast pain") and pollakiuria ("frequent urination"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic infection, dizziness, menorrhagia, dysmenorrhoea, palpitations, amnesia, back pain, dyspareunia, alopecia, migraine, procedural pain, paraesthesia, mood swings, hot flush, night sweats, abdominal distension, insomnia, menopausal disorder, vaginal haemorrhage, fungal infection, bladder disorder, urinary tract disorder, heart rate increased, headache, nausea, perineal pain, hypoaesthesia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vision blurred, weight increased, vertigo and breast pain was resolving and the pollakiuria had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, breast pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, headache, heart rate increased, hot flush, hypoaesthesia, insomnia, menopausal disorder, menorrhagia, migraine, mood swings, nausea, night sweats, palpitations, paraesthesia, pelvic infection, perineal pain, pollakiuria, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+ mr received: new events: mood swings, hot flush, night sweats, abdominal distension, insomnia, menopausal disorder, vaginal haemorrhage, fungal infection, bladder disorder, urinary tract disorder, palpitations, heart rate increased, headache, nausea, vertigo, paraesthesia, hypoaesthesia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vision blurred, weight increased, frequent urination, breast pain were added. Reporter, patient demographic information, essure insertion and removal date updated. Product lot number and outcome of the events updated. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("abdominal pain / severe lower abdominal pain"), pelvic infection ("infection") and dizziness ("a lot of dizziness") in a 39-year-old female patient who had essure (batch no. A22171, a22711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anesthesia: toradol on (B)(6) 2012, carbocaine on (B)(6) 2012 and lidocaine on (B)(6) 2012. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced menorrhagia ("heavier periods / prolonged menses"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heart rate increased ("blood or heart disorder/condition type: rapid heart rate"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurred vision") and weight increased ("weight gain / loss specify which one: weight gain of about 30 pounds"). On (B)(6) 2013, the patient experienced migraine ("severe migraines") and headache ("headaches,"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dizziness (seriousness criterion medically significant), amnesia ("memory loss"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), procedural pain ("following both the removal of the essure device and surgery, plaintiff suffered a long and painful post-operative recovery"), paraesthesia ("neurological conditions or problems type: tingling,,"), abdominal distension ("bloating/belly always swollen"), insomnia ("sleep difficulties insomnia"), menopausal disorder ("menopausal,"), nausea ("nausea,"), perineal pain ("perineal pain"), hypoaesthesia ("neurological conditions or problems type: numbness,,"), fatigue ("fatigue,"), vertigo ("vertigo"), breast pain ("breast pain"), pollakiuria ("frequent urination"), nightmare ("nightmare"), constipation ("constipation") and memory impairment ("memory issues"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic infection, dizziness, menorrhagia, dysmenorrhoea, palpitations, amnesia, back pain, dyspareunia, alopecia, migraine, procedural pain, paraesthesia, mood swings, hot flush, night sweats, abdominal distension, insomnia, menopausal disorder, vaginal haemorrhage, fungal infection, bladder disorder, urinary tract disorder, heart rate increased, headache, nausea, perineal pain, hypoaesthesia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vision blurred, weight increased, vertigo and breast pain was resolving, the pollakiuria had not resolved and the nightmare, constipation and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, breast pain, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrooesophageal reflux disease, headache, heart rate increased, hot flush, hypoaesthesia, insomnia, memory impairment, menopausal disorder, menorrhagia, migraine, mood swings, nausea, night sweats, nightmare, palpitations, paraesthesia, pelvic infection, perineal pain, pollakiuria, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: memory impairment, nightmare, constipation. Most recent follow-up information incorporated above includes: on 8-aug-2018: social media post: new events: memory impairment, nightmare, constipation added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain / severe lower abdominal pain') and pelvic infection ('infection') in a 39-year-old female patient who had essure (batch no. A22171,a22711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anesthesia: toradol on (B)(6) 2012, carbocaine on (B)(6) 2012 and lidocaine on (B)(6) 2012. Concurrent conditions included sore throat, dry mouth, light-headed, vertigo, vertigo, numbness and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("heavier periods / prolonged menses"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart rate") and weight increased ("weight gain / loss specify which one: weight gain of about 30 pounds"). On (B)(6) 2013, the patient experienced migraine ("severe migraines") and headache ("headaches,"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dizziness ("a lot of dizziness"), amnesia ("memory loss/ memmory loss short or long:yes"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), procedural pain ("following both the removal of the essure device and surgery, plaintiff suffered a long and painful post-operative recovery"), paraesthesia ("neurological conditions or problems type: tingling,,"), abdominal distension ("bloating/belly always swollen"), insomnia ("sleep difficulties insomnia"), menopausal disorder ("menopausal,"), nausea ("nausea,"), perineal pain ("perineal pain"), hypoaesthesia ("neurological conditions or problems type: numbness,,"), fatigue ("fatigue,"), vertigo ("vertigo"), breast pain ("breast pain"), pollakiuria ("frequent urination"), nightmare ("nightmare"), constipation ("constipation"), memory impairment ("memory issues") and flatulence ("discomfort"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic infection, dizziness, heavy menstrual bleeding, dysmenorrhoea, palpitations, amnesia, back pain, dyspareunia, alopecia, migraine, procedural pain, paraesthesia, mood swings, hot flush, night sweats, abdominal distension, insomnia, menopausal disorder, vaginal haemorrhage, fungal infection, bladder disorder, urinary tract disorder, heart rate increased, headache, nausea, perineal pain, hypoaesthesia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vision blurred, weight increased, vertigo and breast pain was resolving, the pollakiuria had not resolved and the nightmare, constipation, memory impairment and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, breast pain, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, gastrooesophageal reflux disease, headache, heart rate increased, heavy menstrual bleeding, hot flush, hypoaesthesia, insomnia, memory impairment, menopausal disorder, migraine, mood swings, nausea, night sweats, nightmare, palpitations, paraesthesia, pelvic infection, perineal pain, pollakiuria, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: memory impairment, nightmare, constipation, pelvic pain, menorrhagia, abdominal pain, constipation, vaginal discharge, nausea, fatigue, weight gain, blurred vision, headache. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain / severe lower abdominal pain') and pelvic infection ('infection') in a 39-year-old female patient who had essure (batch no. A22171, (a22711-not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anesthesia: toradol on (B)(6) 2012, carbocaine on (B)(6) 2012 and lidocaine on (B)(6) 2012. Concurrent conditions included sore throat, dry mouth, light-headed, vertigo, vertigo, numbness and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("heavier periods / prolonged menses"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart rate") and weight increased ("weight gain / loss specify which one: weight gain of about 30 pounds"). On (B)(6) 2013, the patient experienced migraine ("severe migraines") and headache ("headaches,"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dizziness ("a lot of dizziness"), amnesia ("memory loss/ memmory loss short or long:yes"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), procedural pain ("following both the removal of the essure device and surgery, plaintiff suffered a long and painful post-operative recovery"), paraesthesia ("neurological conditions or problems type: tingling,,"), abdominal distension ("bloating/belly always swollen"), insomnia ("sleep difficulties insomnia"), menopausal disorder ("menopausal,"), nausea ("nausea,"), perineal pain ("perineal pain"), hypoaesthesia ("neurological conditions or problems type: numbness,,"), fatigue ("fatigue,"), vertigo ("vertigo"), breast pain ("breast pain"), pollakiuria ("frequent urination"), nightmare ("nightmare"), constipation ("constipation"), memory impairment ("memory issues") and flatulence ("discomfort"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic infection, dizziness, heavy menstrual bleeding, dysmenorrhoea, palpitations, amnesia, back pain, dyspareunia, alopecia, migraine, procedural pain, paraesthesia, mood swings, hot flush, night sweats, abdominal distension, insomnia, menopausal disorder, vaginal haemorrhage, fungal infection, bladder disorder, urinary tract disorder, heart rate increased, headache, nausea, perineal pain, hypoaesthesia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vision blurred, weight increased, vertigo and breast pain was resolving, the pollakiuria had not resolved and the nightmare, constipation, memory impairment and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, breast pain, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, gastrooesophageal reflux disease, headache, heart rate increased, heavy menstrual bleeding, hot flush, hypoaesthesia, insomnia, memory impairment, menopausal disorder, migraine, mood swings, nausea, night sweats, nightmare, palpitations, paraesthesia, pelvic infection, perineal pain, pollakiuria, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Lot number reported a22711 is not valid. Lot number: a22171, manufacture date: 2012-06, and expiration date: 2015-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain / severe lower abdominal pain') and pelvic infection ('infection') in a 39-year-old female patient who had essure (batch no. A22171, (a22711-inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anesthesia: toradol on (B)(6) 2012, carbocaine on (B)(6) 2012 and lidocaine on (B)(6) 2012. Concurrent conditions included sore throat, dry mouth, light-headed, vertigo, vertigo, numbness and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced heavy menstrual bleeding ("heavier periods / prolonged menses"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart rate") and weight increased ("weight gain / loss specify which one: weight gain of about 30 pounds"). On (B)(6) 2013, the patient experienced migraine ("severe migraines") and headache ("headaches,"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On (B)(6) 2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dizziness ("a lot of dizziness"), amnesia ("memory loss/ memory loss short or long:yes"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), procedural pain ("following both the removal of the essure device and surgery, plaintiff suffered a long and painful post-operative recovery"), paraesthesia ("neurological conditions or problems type: tingling,,"), abdominal distension ("bloating/belly always swollen"), insomnia ("sleep difficulties insomnia"), menopausal disorder ("menopausal,"), nausea ("nausea,"), perineal pain ("perineal pain"), hypoaesthesia ("neurological conditions or problems type: numbness,,"), fatigue ("fatigue,"), vertigo ("vertigo"), breast pain ("breast pain"), pollakiuria ("frequent urination"), nightmare ("nightmare"), constipation ("constipation"), memory impairment ("memory issues") and flatulence ("discomfort"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic infection, dizziness, heavy menstrual bleeding, dysmenorrhoea, palpitations, amnesia, back pain, dyspareunia, alopecia, migraine, procedural pain, paraesthesia, mood swings, hot flush, night sweats, abdominal distension, insomnia, menopausal disorder, vaginal haemorrhage, fungal infection, bladder disorder, urinary tract disorder, heart rate increased, headache, nausea, perineal pain, hypoaesthesia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vision blurred, weight increased, vertigo and breast pain was resolving, the pollakiuria had not resolved and the nightmare, constipation, memory impairment and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, breast pain, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, gastrooesophageal reflux disease, headache, heart rate increased, heavy menstrual bleeding, hot flush, hypoaesthesia, insomnia, memory impairment, menopausal disorder, migraine, mood swings, nausea, night sweats, nightmare, palpitations, paraesthesia, pelvic infection, perineal pain, pollakiuria, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: memory impairment, nightmare, constipation, pelvic pain, menorrhagia, abdominal pain, constipation, vaginal discharge, nausea, fatigue, weight gain, blurred vision, headache, lot number reported a22711 is invalid. Most recent follow-up information incorporated above includes: on 27-oct-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('abdominal pain / severe lower abdominal pain') and pelvic infection ('infection') in a 39-year-old female patient who had essure (batch no. A22171,a22711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for anesthesia: toradol on (B)(6) 2012, carbocaine on (B)(6)2012 and lidocaine on (B)(6)2012. Concurrent conditions included sore throat, dry mouth, light-headed, vertigo, vertigo, numbness and pelvic pain. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia ("heavier periods / prolonged menses"), dysmenorrhoea ("painful periods / dysmenorrhea (cramping)"), palpitations ("heart palpitations"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and vision blurred ("vision/eye problems type: blurred vision") and was found to have heart rate increased ("blood or heart disorder/condition type: rapid heart rate") and weight increased ("weight gain / loss specify which one: weight gain of about 30 pounds"). On (B)(6)2013, the patient experienced migraine ("severe migraines") and headache ("headaches,"). On (B)(6)2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections"). On (B)(6)2014, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastroesophageal reflux disease"). On (B)(6)2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), dizziness ("a lot of dizziness"), amnesia ("memory loss"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), procedural pain ("following both the removal of the essure device and surgery, plaintiff suffered a long and painful post-operative recovery"), paraesthesia ("neurological conditions or problems type: tingling,,"), abdominal distension ("bloating/belly always swollen"), insomnia ("sleep difficulties insomnia"), menopausal disorder ("menopausal,"), nausea ("nausea,"), perineal pain ("perineal pain"), hypoaesthesia ("neurological conditions or problems type: numbness,,"), fatigue ("fatigue,"), vertigo ("vertigo"), breast pain ("breast pain"), pollakiuria ("frequent urination"), nightmare ("nightmare"), constipation ("constipation"), memory impairment ("memory issues") and flatulence ("discomfort"). The patient was treated with surgery (essure removal, laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic infection, dizziness, menorrhagia, dysmenorrhoea, palpitations, amnesia, back pain, dyspareunia, alopecia, migraine, procedural pain, paraesthesia, mood swings, hot flush, night sweats, abdominal distension, insomnia, menopausal disorder, vaginal haemorrhage, fungal infection, bladder disorder, urinary tract disorder, heart rate increased, headache, nausea, perineal pain, hypoaesthesia, fatigue, gastrooesophageal reflux disease, vaginal discharge, vision blurred, weight increased, vertigo and breast pain was resolving, the pollakiuria had not resolved and the nightmare, constipation, memory impairment and flatulence outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, breast pain, constipation, dizziness, dysmenorrhoea, dyspareunia, fatigue, flatulence, fungal infection, gastrooesophageal reflux disease, headache, heart rate increased, hot flush, hypoaesthesia, insomnia, memory impairment, menopausal disorder, menorrhagia, migraine, mood swings, nausea, night sweats, nightmare, palpitations, paraesthesia, pelvic infection, perineal pain, pollakiuria, procedural pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Concerning the injuries reported in this case, the following ones were reported via social media: memory impairment, nightmare, constipation, pelvic pain, menorrhagia, abdominal pain, constipation, vaginal discharge, nausea, fatigue, weight gain, blurred vision, headache. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: discomfort from gas added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.